Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were corrected: d8, h4. Based on the results of the investigation, the phenomena were reproduced. It was determined that ¿flickering of the image¿ and ¿b30 error¿ occurred due to a communication failure caused by connector failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was noted that b30 error is a scope communication error that occurs when communication with the endoscope fails. (Clv-s190 instruction manual, chapter 9 troubleshooting, 9.2 troubleshooting guide). It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found the following issues: a) flickering image, communication error, error b30 because of the bad connector, b) faded serial plate. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the hd camera head exhibited an image problem. The image was static and unrecognizable. A communication error was not displayed. The event occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.